Event description:
It was reported that an ilet user experienced wide glucose swings, including a reported blood glucose value over 400 mg/dl and a low blood glucose of 62 mg/dl not confirmed by fingerstick, which caused distress and disruption of activities. The user sought advice regarding a factory reset due to inconsistent glucose readings and had not been consistently using meal announcements, with typical sensor wear of about 5¿6 days. No adverse clinical symptoms associated with both hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.